Manufacturer narrative:
On (B)(6) 2020, mentor became ware that patient had prior event submitted in report submission number:psr-q2-07-31-2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade iii, generalized illnesses. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor memorygel 300cc silicone prosthesis experienced bilateral capsular contracture and implant illnesses post procedure. Right sided capsular contracture (baker grade iii), and left sided capsular contracture (baker grade IV). Patient reported can¿t move, swollen lymph nodes, headaches, issue with gut, sick can¿t sleep, ulcers on right armpit, left side larger, hair falling out, teeth are loose, numbness in feet, hands, feels like she¿s dying, depression anxiety, can¿t get out of bed. Mammogram and ultrasound examination performed and reported negative for malignancy and could not determine fluid buildup. As a result patient scheduled for bilateral removal with no replacements on (B)(6) 2020. This report relates to right prosthesis.